Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient lost weight and was thin. It was noted that their implantable neurostimulator (ins) protruded and they complained of pain at the site. An impedance check showed values within normal limits. A pocket revision was performed (and completed) on (B)(6) 2017 to implant the ins battery deeper. The patient was satisfied with the result after the surgery and the issue was reported as resolved. The patient status at the time of report was noted as ¿alive ¿ no injury¿.